Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat a 90% stenosed, eccentric lesion with mild tortuosity in the distal right coronary artery (rca). After performing intravascular ultrasound (ivus) examination, the nc trek balloon catheter was advanced; however, the balloon ruptured at 14 atmospheres (atm) at second inflation. The lesion was further dilated with another balloon catheter. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.